Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure removal difficulties occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). Predilation was performed with a 4mm x 10cm sterling balloon catheter. A 6mm x 12cm, a 6mm x 10cm, and a 7mm x 8cm non bsc stent were deployed. It was noted that the lower area of the popliteal was occlusive. A 300cm thruway guide wire was advanced to the lesion, however, the guide wire became tangled with distal end of the 6mm x 12cm stent and was unable to be removed. All three previously implanted stents remained well positioned and well apposed to the vessel wall. The patient was taken to surgery, and the guide wire was successfully removed. A bypass was also successfully performed. No further patient complications were reported and the patient's status is listed as good.